Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis therapy patient experienced a breach in aseptic technique which resulted in peritonitis manifested by diarrhea, nausea, weakness and excess fluids. The breach in aseptic technique was further described as due to touch contamination. The patient was hospitalized for six days for the peritonitis event. The patient was retrained on proper aseptic technique and treated intraperitoneally with vancomycin; dose, frequency and duration not reported. At the time of this report, antibiotic treatment was ongoing, the patient was recovering from the peritonitis, and all the manifestations had stopped. Dianeal therapy was ongoing. No additional information is available.